Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 22 aug 2022 from the home therapy nurse (htn) of a 38 year old female patient with a medical history of diabetes and end stage renal disease, who stated the patient experienced a suspected allergic reaction after the conclusion of a hemodialysis treatment on (B)(6) 2022. Additional information was received on 25 aug 2022 from the htn, who stated the patient experienced shortness of breath (sob), chest pain, itchiness, and feeling hot after the conclusion of treatment on (B)(6) 2022. The patient visited the emergency department where she was evaluated without medical intervention and released the same day on (B)(6) 2022. The patient continues to treat with the nxstage system.